Event description:
A hospital in (B)(6) reported via a distributor that three rt340 adult dual-heated evaqua breathing circuits had a hole in the expiratory limb. This was found during set up and prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuits were returned to fisher & paykel healthcare in (B)(4) where they were visually inspected. Two of the returned breathing circuits were from lot 141016. No lot information was provided for the third circuit. Results: visual inspection revealed a hole in the evaqua expiratory limb on all three breathing circuits. The hole on one of the circuits was approximately 22 cm from the proximal connector. On another circuit the hole was approximately 9 cm from the proximal connector while the last circuit had a hole approximately 11 cm from the proximal connector. A lot check revealed no other complaints of this nature for lot 141016. Conclusion: based on the inspection conducted, the evaqua expiratory limb of the returned rt340 circuits appeared to have been punctured with a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing is performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject breathing circuits were damaged after they were released for distribution. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory limb of the evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by blunt objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."